Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4mm x 23mm enterprise 2 was received contained in the decontamination pouch. Visual inspection was performed. It was noted that the stent was already detached from the unit. The introducer and the delivery wire were found to be in good conditions (i.e., no kinks, bends, or elongations). The introducer was found saturated with residues of dried blood. The stent component was inspected under a microscope and no abnormalities were found on it (i.e. No broken struts, no kinks). Both of the stent ends were noted to be completely expanded. Some residues of dried blood were noted on the stent. No other damages were found. The issue reported in the complaint regarding stent marker bands not being fully opened was not confirmed since the stent was noted as already expanded on both ends. It is possible that the marker bands may have converged together but apposed to the vessel wall during the procedure. The stent detachment was not originally documented in the complaint, and the exact time when this condition occurred cannot be determined; however, this finding is not a contributing factor to the stent's inability to open during the procedure. Although no product defect was identified, there may have been other factors that contributed to the failure encountered during the procedure that could not be replicated in the laboratory setting. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8314308. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendation: maintain adequate stent length (approximately 5 mm) on each side of the aneurysm neck to ensure appropriate neck coverage. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(6). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on (B)(6) 2024. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8314308. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure, the 4mm x 23mm enterprise 2 (encr402312 / 8314308) was placed in the target site and the physician attempted to release the stent. The physician observed that the distal markers of the stent were converged which could not be opened. The physician retracted the stent and replaced it with a competitor brand to complete the procedure using the original microcatheter (unspecified brand). There was no report of any negative patient impact. On 28-dec-2023, additional information was received. Per the information, the patient is a 68-year-old male. The intended procedure was a middle cerebral artery (mca) balloon dilation and stent implantation. Vessel tortuosity may have contributed to the reported incomplete expansion of the stent. There was no evidence of obstructed blood flow due to the reported issue. The temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. The microcatheter used was a prowler select plus microcatheter (606s255x / lot# unknown). There had been no resistance during advancement of the stent. The information confirmed there was no negative patient impact and there was no clinically significant delay in the procedure as a result of the reported issue.